Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed an infection at the pump pocket; it was also noted that the location of the issue was the device pocket and catheter tract. The patient was subsequently hospitalized, and the pump and catheter were explanted on (B)(6) 2014. Cultures of the device pocket were obtained, ¿staph¿ was found, and the patient was treated with antibiotics. No diagnostic testing or troubleshooting was performed. The pump and catheter were to be replaced in the future. As of (B)(6) 2014, the patient¿s status was unknown. The pump was being used to deliver an unknown drug or drugs. It was additionally reported that the onset/diagnosis of infection was on (B)(6) 2014; the patient did not have meningitis. Perioperative antibiotics were administered. The signs and symptoms of infection reported were redness and pain. The primary location of infection was noted as the device pocket. Both oral and IV (intravenous) antibiotics were prescribed. The pump was new, and had never been refilled. As of (B)(6) 2014, the infection had resolved. The pump was being used to deliver fentanyl and bupivacaine.